Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the popliteal artery that was moderately calcified. There was difficulty removing the protective sheath from the nc trek rx 5 x 12 mm balloon dilatation catheter but the device was used for post-dilatation. After post-dilatation, when the device was being removed, the shaft broke in two pieces inside the introducer sheath but was able to be successfully retrieved and removed in the sheath. The device was prepped according to the instructions for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott vascular (av) could not confirm the reported shaft separation as the device was not returned for analysis. Additional information provided by the account indicated that the protective sheath was difficult to remove from the balloon during device preparation. A search of the lot history record for this specific lot indicated no related non-conformance records. Further assessment was performed per operating procedures and av concluded that there is no indication of a product quality issue. The performance of these devices will continue to be monitored.